Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. There was no fault found in the unit. Unit readings were proper during testing and unit never failed while on burn-in testing. Replaced coin cell battery for routine maintenance. Unit placed on battery discharge testing. The investigation found the device to function normally. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had high heart rate readings. The customer indicated no patient involvement.